Event description:
The manufacturer received information alleging the ventilator's fio2 concentration was inaccurate. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the device failed test steps related to the oxygen issue. The device's oxygen blending module board needs to be replaced to address the issue.